Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The suturing device was being used for the vaginal cuff closure. The needle fall in the patient cavity and retrieved with a manual grasper. In order to resolve the issue and complete the case, additional suture and another suturing device were used. There was no patient harm. The patient outcome is alive, no injury.